Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Per case notes, the user's sensor could not be removed on the first try. During a second attempt on (B)(6) 2022, the user's sensor was successfully removed. D6b. Explanted, (B)(6) 2022.